Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a jetstream xc-2.1 atherectomy catheter in one piece. A visual examination identified no irregularities on the shaft of the device. Functional analysis was done by inserting the jetstream onto a.014 guidewire. The jetstream went over the guidewire with no restrictions or complications. The tip of the catheter was dissected to inspect for any foreign material. Microscopic evaluation revealed that the inside of the distal cutter and the proximal cap had evidence of a clear looking substance. There was no evidence of any metal particles; however, there was evidence of an teflon or silicone based substance most likely from the guidewire in the tip of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported there was foreign matter on the catheter. The target lesion was located in the popliteal artery. The physician selected a 2.1mm jetstream catheter for use during an atherectomy procedure. The jetstream catheter was advanced to the lesion over a thruway guidewire. After the first pass was performed, it was removed from the patient in order to perform an angiogram, the device was then reinserted into the patient over the wire. The device did not seem to want to track smoothly over the wire. They removed the jetstream catheter, re-primed it and then reloaded over the wire. They still had difficulty advancing the jetstream catheter over the wire, outside of the patient. At that point, the jetstream catheter was removed off of the wire. The guidewire was exchanged for another thruway. The jetstream system was loaded over the fresh wire and the case was completed, although tracking over the new guidewire was somewhat difficult. The case was completed successfully. When the jetstream catheter was removed from the patient it was noted to have metal filaments lodged inside the tip. There were no patient complications reported and the patient status was fine.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported there was foreign matter on the catheter. The target lesion was located in the popliteal artery. The physician selected a 2.1mm jetstream catheter for use during an atherectomy procedure. The jetstream catheter was advanced to the lesion over a thruway guidewire. After the first pass was performed, it was removed from the patient in order to perform an angiogram, the device was then reinserted into the patient over the wire. The device did not seem to want to track smoothly over the wire. They removed the jetstream catheter, re-primed it and then reloaded over the wire. They still had difficulty advancing the jetstream catheter over the wire, outside of the patient. At that point, the jetstream catheter was removed off of the wire. The guidewire was exchanged for another thruway. The jetstream system was loaded over the fresh wire and the case was completed, although tracking over the new guidewire was somewhat difficult. The case was completed successfully. When the jetstream catheter was removed from the patient it was noted to have metal filaments lodged inside the tip. There were no patient complications reported and the patient status was fine.